Manufacturer narrative:
The full lead was returned in segments, analyzed and analysis was performed and no anomalies were found.

Event description:
It was reported that during the implanted procedure, it was not possible to insert the stylet into the lead, resulting in difficulty advancing the lead. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.